Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential causes. Based on the available information, the exact cause of the peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with the event.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and had their pd catheter removed. There were no reported allegations that the adverse event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew serratia marcescens. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing cefepime and vancomycin (dosages not provided). Additionally, the nurse confirmed that the patient had their pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was still hospitalized at the time follow-up was performed. However, the nurse stated the patient was recovering from the event. The nurse could not identify the cause of peritonitis. It was confirmed the patient did not have fluid leaks or other issues with any fresenius products in relation to the event. Though unconfirmed, the nurse indicated that the peritonitis may have been due to the patient¿s pd catheter.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings reduced dwell times was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and had their pd catheter removed. There were no reported allegations that the adverse event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew serratia marcescens. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing cefepime and vancomycin (dosages not provided). Additionally, the nurse confirmed that the patient had their pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was still hospitalized at the time follow-up was performed. However, the nurse stated the patient was recovering from the event. The nurse could not identify the cause of peritonitis. It was confirmed the patient did not have fluid leaks or other issues with any fresenius products in relation to the event. Though unconfirmed, the nurse indicated that the peritonitis may have been due to the patient¿s pd catheter.